Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without low battery alert more than once. The customer's blood glucose was 334 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.